Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pawls were damaged from excessive heat at the top end of the device for an excessive amount of time. It was determined that this caused the drill bit device to not be secured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not lock the drill bit device. During in-house engineering evaluation, it was observed that the pawls were damaged from excessive heat at the top end of the device for an excessive amount of time. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.